Manufacturer narrative:
Unit received with partially broken retainer, cracked reservoir tube lip, missing reservoir tube lip o-ring and broken reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to damaged retainer. No damage on back railing noted. (B)(4).

Event description:
Information received by medtronic indicated the pump was damaged. The user reported a crack on the reservoir compartment. The user also reported damage to the retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.